Manufacturer narrative:
Patient's weight was not provided. Approximate age of device - 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that technical service representative reviewed the patient's submitted log file, low voltages were observed while on mobile power unit and not battery, which was caused by the power cord came loose from the back of mpu or the wall. The internal backup battery was running the pump when the low power alarms occurred. There was no interruption in pump support to the patient during this event. The remainder of the log file was unremarkable. The patient was asymptomatic. Multiple attempts were made, no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the mobile power unit was not returned to the manufacturer for analysis as it remained in clinical use with the patient. A review of the submitted system controller log file confirmed low power hazard, power cable disconnected, and no external power alarms which occurred when the system was powered by a mobile power unit (mpu) and an intermittent loss of power occurred. These alarms cleared when the ac power was restored to the mobile power unit. During the event, the system controller backup battery supplied power to the pump as designed and there was no interruption in support. The information available to the manufacturer indicated that the mobile power unit has a v-lock ac power cord and stated that the mpu was not disconnected from the wall. Based on the log file analysis, a root cause for the no external power alarm was determined to be related to a loss of the ac power. Heartmate 3 patient handbook contains a section that covers ¿powering the system¿ and explains how to use the mobile power unit. Connecting the power cord is also described in this section. The patient handbook warns the user to ¿avoid positioning the mobile power unit where access to the power cord plug into the wall socket is limited or where disconnection of the plug from the wall socket is difficult. If there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while you transfer to batteries. Do not rely on the controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop¿. Heartmate ii lvas patient handbook and IFU describes the no external power alarm and methods to resolve the alarm. Both the heartmate ii lvas IFU and patient handbook caution the patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information is available. The manufacturer is closing the file on this event.